Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while skiing. There was no impact to the customer's blood glucose (bg) levels. The customer cleared the alarm and resumed insulin delivery.